Event description:
New information states that the types of programming changes are still being discussed. No further information was provided.

Event description:
It was reported through remote transmission that two episodes of non-sustained rv oversensing were observed on the right ventricular channel. It was suspected to be caused by the sosd check during capacitor maintenance. Patient was asymptomatic. Programming changes were recommended. No further information was provided.

Event description:
New information states that the recommended programming changes will be made by the end of (B)(6). Patient was reviewed trough remote transmission on (B)(6) 2017 and was in stable condition.